Manufacturer narrative:
This product has not been returned to boston scientific and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker was asystolic for 10-15 seconds as captured on an external monitor. Lead diagnostics revealed that starting around (B)(6) 2019 there was evidence of variability in the impedance measurements. The right ventricular (rv) lead impedances went from ~700 ohms up to 1800 ohms while the right atrial (ra) lead only changed about 300 ohms. The rv threshold has also risen from 1 volt up to 3 volts and the rv automatic threshold test showed over 1400 tests compared to about 300 in the ra which suggests there may be times where this device is determining loss of capture (loc) and retrying the threshold evaluation. An x-ray appeared suspicious in the clavicular region. Boston scientific technical services (ts) suspects a lead integrity issue even in the absence of oversensed noise or the inability to illicit noise. The leads are approximately (B)(6). Additional information received indicates that the due to the patient's dependency on pacing the leads were not tested on the pacing system analyzer (psa) prior to replacing.